Event description:
Customer alleged the lancet needle did not retract after firing in the softclix lancet device. Customer reported an accidental stick with an unretracted lancet. Customer reported seeking no medical treatment. A request was made for the return of the suspect device and replacement product was sent.